Manufacturer narrative:
The reported event of a lead connection problem was not confirmed. As received, a complete lead was returned in one piece for analysis. X ray examination, visual inspection, dimensional analysis, and insertion testing did not identify any anomalies.

Event description:
It was reported that the patient presented during implant procedure. During procedure, the right ventricular lead could not be inserted into the header of the device. The lead was not installed and the procedure was completed using an alternate lead on (B)(6) 2021. The patient was in stable condition.